Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net with episodes of non-sustained right ventricular oversensing. Upon review of the patient's cardiac defibrillator, the oversensing was due to several instances of intermittent ventricular capture. The capture threshold tested stable in-clinic at the patient's last visit and shows a stable trend, and sensing and impedance are stable. All other parameters were steady and since the patient is not pacer-dependent, they will be monitored.